Event description:
It was reported that in a call to technical services, there were concerns about premature battery depletion (pbd) for this pacemaker. Technical services calculated a safe replacement interval of 90 days. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that in a call to technical services, there were concerns about premature battery depletion (pbd) for this pacemaker. Technical services calculated a safe replacement interval of 90 days. The device remains in service. No additional adverse patient effects were reported. Subsequent information was received and boston scientific technical services (ts) confirmed a gradual increase in power consumption. Device replacement was recommended within 90 days. This device was subsequently explanted and successfully replace.

Event description:
It was reported that in a call to technical services, there were concerns about premature battery depletion (pbd) for this pacemaker. Technical services calculated a safe replacement interval of 90 days. The device remains in service. No additional adverse patient effects were reported. Subsequent information was received and boston scientific technical services (ts) confirmed a gradual increase in power consumption. Device replacement was recommended within 90 days.

Event description:
It was reported that in a call to technical services, there were concerns about premature battery depletion (pbd) for this pacemaker. Technical services calculated a safe replacement interval of 90 days. The device remains in service. No additional adverse patient effects were reported. Subsequent information was received and boston scientific technical services (ts) confirmed a gradual increase in power consumption. Device replacement was recommended within 90 days. This device was subsequently explanted and successfully replace.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.